Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump was dropped and the touchscreen is now cracked. Reportedly, the touchscreen display is no longer functioning and displays black and purple. Customer's blood glucose level was not impacted. Contact stated they have back up insulin injections for insulin therapy.